Event description:
It was reported the recharging system indicated a power on reset had occurred. A "call your doctor" icon appeared. The patient programmer was used to clear the reset. Additional information has been requested.

Manufacturer narrative:
(B) (4)